Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called to her home due to low blood glucose levels. The customer's blood glucose reading was 19 mg/dl. The customer stated that her sister found her unconscious, and called the paramedics. Prior to the event, the customer went to bed with a blood glucose of 124 mg/dl. The customer delivered a small bolus, and at 2:30 am she experienced hypoglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Nothing further was reported.